Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned. However, performance data collected from the device was received and analysis of the device memory found no anomalies. (B)(4).

Event description:
It was reported that the patient presented after a device alert triggered and unexpected battery longevity was observed. It was also noted the left ventricular (lv) lead had previously been relocated due to a dislodgement a few days following the initial implant procedure. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.